Manufacturer narrative:
Two opened samples were returned. One case of product was obtained from distribution. The tip on the returned product had no black mark on it, and some marks wer rubbed off. Dc product was all within sepcification, however, the ink rubbed off with wiping. The used catheter (short) was sent to the manufacturing plant. They reported, the tip had been cut off at an angle. Their process does not allow for angular cuts. Therefore, the cut must have occurred at the user facility. With regard to the ink, manufacturing has increased their inspection level for completeness of printing. No similar complaints have been received against this lot.

Event description:
On 5/22/97, while performing an epidural for delivery, dr. Became concerned when no "black dot" was visible, unable to determine if tip came off. Facility measured the used catheter against a new one and found both catheters to be almost identical. Therefore, they do not think there was a broken catheter tip left in the pt. They believe the black ink over the catheter "came off" not allowing the physician to visualize the "black dot". No injury or significant delay was reported.